Event description:
It was reported that the balloon on the iab would not fully unwrap and inflate at the onset of pumping. The iab was removed and replaced without any pt complications.

Event description:
It was reported that the balloon on the iab would not fully unwrap and inflate at the onset of pumping. The iab was removed and replaced without any pt complications.